Manufacturer narrative:
The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade ii/iii.

Event description:
Patient reported "capsular contracture baker grade ii/iii and seroma. Device was explanted. This record is for the left side.